Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient's daughter that the patient was "experiencing some issues" with the implantable pulse generator (ipg). The caller wanted to confirm there was still "life left on the battery." Communication with the clinic indicated that the patient had been non-compliant to follow up care and the reported "issues" remain unknown. It was indicated that the patient had reported to the hospital approximately two months ago for unknown reasons, at which point a device interrogation revealed that the ipg had tripped elective replacement indicator (eri) approximately six months prior. The device was reported to have been at end of life (eol) at the time of replacement. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).